Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection/abscess. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that she went for a doctor's visit and was diagnosed with an infected abscess. The site was red and warm. The affected area was 4 inches by 8 inches. She was prescribed an antibiotic pill, cephalexin. Five days later, on (B)(6) 2017, the patient was directed by the doctor's office to go to the emergency room (ER) and the site was lanced. The diagnosis from the ER was an abscess that was 2.5 centimeters deep. The patient continued taking cephalexin, but 2 pills 4 times a day instead of twice a day. She also started taking a bactrim pill, 2 tablets twice a day. The pod was worn longer than 48 hours and is no longer available for return.